Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be unknown if valve related. Device not explanted.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2015 via median-sternotomy. On (B)(6) 2016, the patient died of unknown cause.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4) , were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not explanted, no device analysis could be performed, and the root cause of the event cannot be determined. As the cause of death is unknown, it remains uncertain whether the event was related to the device. However, based on the document review performed, no manufacturing deficits were identified.